Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the patient's right atrial (ra) lead exhibited over-sensed noise causing inappropriate automated mode switch (ams) episodes. Provocative tests performed was able to reproduce the noise. No intervention was performed. The patient was asymptomatic and stable.